Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 1. Reportedly, the customer was unable to successfully load a cartridge. The customer's blood glucose was 201 mg/dl. Customer confirmed an alternate method of insulin delivery was available.